Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood and saline in the distal outer sheath, consistent with use in the anatomy. The stent was stationary between the markers, consistent with not being deployed. An attempt was made to rotate the thumbwheel, but was unsuccessful, confirming the reported failure to deploy. Analysis of the device noted a wrinkled area in the distal sheath, proximal to the stent and distal to the proximal marker band. This wrinkling appeared severe enough to prevent the sheath from retracting and is likely the reason for the failure to deploy. This wrinkling appeared to be due to kinking the device due to handling. There are 100% online manufacturing checks that perform visual and tactile checks for this type of damage, and the device is packaged with a stylet for additional support to prevent such kinking. As there was no reported damage during inspection prior to use, it is likely that this kinking occurred while the device was being backloaded onto the guide wire. The noted 1 mm of sheath retraction was likely due to the wrinkling of the sheath. It was also noted that the outer member of the device was separated inside the handle. The separation was noted to be jagged, indicating that this separation was likely due to the outer member experiencing unintentionally high forces. Given the observed sheath wrinkling, it is likely that in the attempted deployment, the thumbwheel was rotated and as the distal sheath was unable to retract, the outer member was tensioned until it yielded. The reported event and observed damages appear to be case circumstances and not a product quality deficiency. A review of the finished device lot history records revealed no nonconforming material records and no other similar incidents have been reported for this lot. Additionally, query of the complaint database was performed and there have been no other incidents reported for this lot. During production all self expanding stent systems are visually and tactilely inspected for shaft damage and deployment force. Additionally, a sampling of each manufacturing lot is destructively tested for several factors including stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the superficial femoral artery, during attempted stent deployment, the absolute pro thumbwheel did not turn and the stent did not deploy. The device was removed from the anatomy and a new device was used to complete the procedure. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed that the hypotube was broken 2.1 cm proximal of the strain relief tubing, but remained intact by the inner member.